Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately five years post deployment, CT scan revealed that the filter tines slay out and tent the ivc walls, a leftward posterolateral tine abuts the inferior endplate of l3 and causes a small chronic appearing osseous erosion. Following year multiple unsuccessful attempts were made to completely sheath the filter. Multiple additional snares were used to retrieve the filter. Also, it was observed that there was penetration of the filter outside of the caval wall. Hand injection of the ivc demonstrated no evidence of thrombus; however, there was spasm at the level of the upper filter. Following month, patient had a consent for filter removal. During procedure, it was identified that a portion of hook was missing. And the filter was removed successfully. Therefore, the investigation is confirmed for filter hook detachment, filter limb perforation of the ivc wall and filter retrieval difficulties. However, the investigation is inconclusive for filter migration and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013), (device: 2907&4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in wall of the ivc and struts perforated into organs. Further it was reported that the filter hook detached and the hook is still retained in the body. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain in neck and abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2013), ((B)(4)).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted, embedded in wall of the ivc and struts perforated into organs, the filter hook detached and the hook is still retained in the body. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain in neck and abdomen; however, the current status of the patient is unknown.